Event description:
It was reported that the right ventricular lead exhibited high capture threshold and low impedance. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.